Manufacturer narrative:
(B)(4). Batch #: u5cl9z. (B)(4). Investigation summary: upon visual inspection of two photos, the following was observed: the first photo shows an unsterile powered echelon flex 60 from top view inside of its tyvek plastic container the shaft can be watched in open position and the battery it is assembled in the device. The second photo shows an echelon flex 60 device inside of its plastic container, and the blister can be observed as open. Based on the photos reviewed, the event describe cannot be confirmed. The analysis found that one psee60a device was returned with no apparent damage and with no reload present. When tested for functionality the device would not close. The device was disassembled and upon disassembling, the frame and the yoke closure were glued together not allowing the device to close. No functional test was performed due the condition of the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The damage occurred has been correlated to a manufacturing process. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the left upper lobectomy surgery, could not close the jaw before insert into trocar. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.